Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-08122, 1627487-2023-05894. It was reported that both of the patient's leads were fractured and the ipg had reached end of life. The patient reported weight loss. It is unknown if the ipg depleted prematurely. Surgical intervention was undertaken to replace the scs system. Effective therapy was restored postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.